Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a 25 mm amplatzer amulet was chosen for implant using a 12f amplatzer torqvue delivery system. It was reported that the defect was sized using transesophageal echocardiogram (tee) and angiogram. During the procedure, after the device was released from the cable, the device was discovered to have migrated into the patient's left ventricle via tee was performed. The device was retrieved via snare and the case was aborted. The patient remained stable throughout the procedure and was discharged approximately 48 hours post procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of device migrated into the left ventricle was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.